Event description:
It was reported by the affiliate that (2) ems were used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the staples will not close. Opened another device to complete the case. No pt adverse outcome.